Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.

Event description:
End user is stating that the seat cracked about a year ago, his cna found one on the street and has been using that.